Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform displacement, self test, sleep current measurement, active current measurement tests or verify missing segment/ partial display anomaly due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nformation received by medtronic indicated that display was solid white on it when customer fell down. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.